Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient reports they do not recall exactly where the particles were found in the device. The patient states they are not currently using the device and stopped using it in (B)(6) 2023. The patient reports cleaning the device weekly by rinsing the hose and mask with warm water. The mask and hose are then placed in a lumin ultraviolet light cleaner, and the humidifier reservoir is rinsed before being filled with distilled water. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.